Event description:
Trial patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave a permanent out of range signal. At the time of contact with dexcom technical support, trial patient did not report any medical intervention or injuries.